Event description:
It was reported that 3 x-tip needles from the same lot separated. The separated needles were retrieved in all cases without injury.

Manufacturer narrative:
In this event, a dr reported that three x-tips from the same lot separated. Though the needles were retrieved in all cases without injury, there have been previously reported events resulting in an injury necessitating medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event is reportable per 21 cfr part 803. The device was returned for eval, though results are not available as of this report. Eval results will be submitted as they become available.